Manufacturer narrative:
PMA/510k: this report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020, the patient underwent the orif surgery for femoral trochanteric fractures by using the tfna implants. During the surgery, the drill bit hit a screw whole of the nail while using the radiolucent-drive and its make abnormal noise. Also, the drill bit came off and radiolucent drive was unstable. The surgery was completed successfully with a less-than-30-minutes delay. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) unk - drill bits: trauma. This is report 1 of 2 (B)(4). This pc is related to (B)(4).